Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the right side motor locked up and the patient was driving on a sidewalk and fell off the chair into a ravine.